Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on fsr. Unable to confirm excessive no delivery alarm due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 124 mg/dl at the time of incident. Customer stated the insulin exited. The device was expected to be returned for analysis.